Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that it was found that the stepping motor in the inlet valve detached from the base plate. X-rays confirmed that the cam was dislodged. As a result, the device was revised.